Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the system error 322 during testing. However, review of the history log was able to confirm the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.

Event description:
It was reported that a device alarmed for a system error 322 while delivering 50ml of the antibiotic cesazolin to an elderly female patient in the "long term" care area. The nurse was able to complete the infusion (with a short delay) by selecting restart until the medication was done delivering. The device was then switched out with a different one, and a new infusion was started. There was no harm to the patient.